Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed. The implants were used as a prostalac while infection was being cured. The implants were then removed and replaced with legion revision implants.